Manufacturer narrative:
Corrected fields: d5, e1, e2, e3, and g3 (the previously reported pae correct awareness date from the initial report's annex g3 is 12-jun-2024 and not 13-jun-2024). Updated fields: g2, h2, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely, since the adhesion location of foreign material was not external surface of the device, that the foreign material could not be removed by reprocessing. Presumably, the light guide lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, the reported stain/foreign material could not be identified, and a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material under the light guide lens. There were no reports of patient involvement.